Manufacturer narrative:
(B)(4). Manufactured on december 2, 2013 to december 3, 2013. Evaluation summary: the sample was received for evaluation. A visual inspection did not identify any malfunctions or abnormalities. The device was filled and continuous flow was identified during the functional testing. The device was found to perform as intended. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a small volume folfusor experienced a no flow. This malfunction was identified during infusion. The device was filled with 240 ml of fluorouracil diluted in g5%. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and.

Manufacturer narrative:
(B)(4). Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.